Event description:
It was reported that during a procedure to treat a left subclavian in-stent re-stenosis, there was a fitting issue when trying to retrieve the catheter over a .035" guide wire. The approach was the right femoral, and after the stent graft was implanted, the doctor wanted to maintain the guide wire in place to re-use, but once the catheter got to the sheath, it would not track over the wire and it became stuck. The catheter and the wire had to be removed together. The procedure was completed with a new wire and delivery system without difficulty. It was reported that it was not a tortuous path and there was nothing out of the ordinary.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.